Manufacturer narrative:
The alleged broken 97.14115 is not expected to be returned for evaluation and review. This complaint of broken device is unable to be verified and a root cause cannot be determined. A two-year review of complaint history revealed there has been a total of 26 complaints, regarding 26 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: warnings: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instrument or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Precautions: do not exceed five (5) procedures per limited use suture hook. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. Instructions for use: prior to use, always inspect and test the instrument for proper function by passing usp #1 monofilament through handle and hook. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report (mw5079171) received from the FDA on 27aug18. A search of the complaint system has not found a complaint reported for this device during this timeframe. The reporter of the medwatch is unknown. The 97.14115, 3.4mm x 130mm suture hook, 45 degree left, device was reported as being broken during a left shoulder arthroscopy procedure on (B)(6) 2018. Per the report, unsuccessful attempts were made to remove the fragment. The decision was made to leave the fragment between the muscle and the capsule by the operator of the device. This report is being raised on the basis of injury due to the report of the fragment being left in the patient.